Event description:
Prior to surgery, the ethicon representative explanined operation of end-endanastamosis (eea) stapler to the surgeon. When the time came to use the eea, with the guidance of the ethicon representative, surgical assistant and surgeon proceeded to do anastamosis. Followoing instructions step by step from the ethicon representative, the assistant fired the eea stapler. At one proint, the rep said "that's enough" and gave instructions to remove stapler. While doing that, surgeon discovered the staples were not closed. The exact same procedure was done the second time with same results, this time two ethicon reps were present. End result same as first attempt. This resulted in tissue damage to rectal tissue, and a colostomy was necessary.